Manufacturer narrative:
The investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra resilia valve, in aortic position by transfemoral approach. During the procedure, a balloon burst of the commander delivery system. Despite this event, the valve was fully deployed. Following deployment, the device could not be retracted into the sheath. Consequently, the patient's femoral vessel was considered to be at risk, and closure of the femoral artery was converted to a surgical approach with involvement of a vascular surgeon. The patient was reported to be in good condition following the procedure. The perceived root cause of the balloon burst was calcification of the xenograft valve tissue. As per engineering evaluation of the picture and video provided, the sheath liner was torn and the distal tip split.